Event description:
While attempting to monitor the heart rhythm of a pt (age & gender unknown) with non-zoll electrodes, the device displayed a "poor pad contact" message. The user placed another set of electrodes on the pt and the device displayed a "poor pad contact" message. Complainant indicated that monitoring ECG electrodes were placed onto the pt, and the pt was found to be in asystole. The pt was then transported to hospital. Complainant indicated that the pt subsequently expired. Please reference medwatch report 1220908-2004-01581 which is a similar report with the same device.